Event description:
Information received from our (B)(4) affiliate. On (B)(6) 2011 a patient who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) Reported experiencing discomfort ou while wearing the lenses. The patient was not symptomatic during the time of the initial contact. On (B)(6) 2011 the patient reported experiencing redness od in the "daytime" (B)(6) 2011; the patient removed the lens that evening, discarded the lens and continued to experience discomfort od. On (B)(6) 2011 the patient presented to an eye care professional (ecp) because the redness od persisted. The patient reported being diagnosed with conjunctivitis od, instructed to d/c lens wear and instructed to wear a patch over the eye. On (B)(6) 2011 the treating ecp confirmed that the patient presented on (B)(6) 2011. A corneal ulcer was noted "on the edge of outside pupil, slightly on the pupil, no problem with va" od. The ulcer was suspected to be infectious; a culture was taken. The patient was treated with cravit and flumetholon 0.1% drops both tid and instructed to d/c contact lens wear. Follow-up (B)(6) 2011: "greatly improved, almost resolved." No corneal staining present, redness still remained od. Va 1.2 (20/15) ou. Continue to use drops and to d/c lens wear. The ecp suspected that the patient was "wearing cl too much time." Follow-up (B)(6) 2011: no redness present, continue cravit drops, d/c flumetholon drops, patient may resume contact lens wear. A "tiny, less than 1 mm, white spot barely visible" od. The culture od was negative. On (B)(6) 2011 the ecp confirmed that the patient's treatment was completed. Eight sealed blisters from the same lot of the product in question were returned for evaluation. The parameters of eight lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A lot history indicated the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot was produced under normal conditions. If additional information is received, will report within 30 days of receipt. (B)(4).

Manufacturer narrative:
No conclusions can be drawn.